Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: when the pump powered on, the pump had no audible tones. The pump was opened and a solder connection in the pump audible tone circuit was found to be cracked. (B)(4).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump had no audible tones. This report is made based on the results of evaluation completed on 08/07/2015.